Event description:
Additional information received from the manufacturer representative reported that when electrode 0 was used as a reference everything was greater than 40000. When electrode 1 was used as reference the impedance was between 747-901 ohms for everything. Running the impedance check at 3 volts with reference electrode 1 had impedances between 761-881 and with electrode reference 2 they were between 757-901. A recharging interval calculation was done for settings of 4.45 volts, 570 usec, 267 ohms, 4 anodes and 2 cathodes and found that between 4-5 days is a normal recharge interval. There were no traumas or falls reported related to the issue. Troubleshooting resolved the issue and no further actions were planned.

Event description:
The consumer reported via the manufacturer representative that the recharging interval had increased. There were no environmental or external factors that were alleged to be related and no diagnostics or interventions were taken. The patient stated they needed to recharge every three days for the past two weeks instead of every ten days or so. The patient reported that the implant had discharged twice after 3.5 days of use. The patient had increased activity lately and had to adjust her stimulator up a little to compensate for increased pain with exercise. There were no negative changes in therapy reported. Further information received from the representative reported that impedance levels were checked and electrode 0 was >10000 while all others were within normal limits. It was noted that electrode 0 was not in use in any programs. The representative reported that right before the recharging intervals increased the patient had switched from single program groups with lower voltages to dual program groups using twice as many electrodes and twice as much voltage. Reprogramming was done to decrease the number of electrodes and voltage strength and the patient was very pleased with the coverage and relief. Additional information received from the representative reported that the patient still had to charge frequently; the implant was discharged after being fully charged four days prior. The patient reported feeling stimulation in appropriate areas, but it didn't seem to be helping as much and turning it up offered no further relief. The patient mentioned that this was what had prompted her to change groups before she had called with her initial complaint of frequent recharging. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.